Event description:
Oversensing was seen on the rv channel. The short rv interval counter began to increment on 31-dec-2023. The patient reported no procedures or any events out of the ordinary, lead trends are stable and within normal range. Lead remains implanted.

Manufacturer narrative:
12-feb-2024 this lead was capped due to noise, low impedance, and inappropriate shocks. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.